Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section d6b: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgeon reported that following implantation of a preloaded monofocal intraocular lens (iol), a peripheral ¿graze¿ consistent with contact from the plunger was observed on the lens. The graze was visible intraoperatively but was removed during the irrigation and aspiration (I&a) procedure. The device had been prepared with balanced salt solution and left in the dwell state for three minutes prior to advancing the plunger. The iol remained implanted and was not explanted. The surgeon reported encountering this issue repeatedly across two separate accounts. Additional information confirmed that that the cartridge tip and the haptic/optic were not damaged and that the event was not attributable to use error. There were no reported postoperative visual issues related to the graze, no surgical or medical intervention was required, and no patient injury was reported. All observed graze material was removed at I&a. No further information was provided. This submission covers the incident involving dib00, sn (B)(6). Two additional reports are being submitted for similar incidents reported at two different accounts.